Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, a red screen was observed when the device was interrogated. The physician was unable to confirm the error code displayed. All device checks have been normal and the battery status was at 97% after approximately 9 months post implant. No adverse patient effects were reported. A memory download was performed and provided to boston scientific technical services (ts) for review. A ts consultant discussed that the message was for a da error. This is a benign memory inconsistency that was self-corrected and the device is still operating normally and able to function appropriately. The device remains implanted and in service.